Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 400cc mentor smooth round moderate plus profile saline breast prostheses, suffered right breast implant deflation, post-procedure. The patient reportedly experienced trauma after a rough mammogram. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2020: (right) 445cc mentor memorygel breast implant catalog: 3507445mc lot: 7575160 sn: (B)(4) and (left) 445cc mentor memorygel breast implant catalog: 3507445mc lot: 7481249 sn: (B)(4).

Manufacturer narrative:
On august 12, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation, an anomaly was observed on the anterior view of the device, consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.8 cm. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).